Event description:
During evaluation of a returned minicap transfer set, the dark blue connector was observed to be damaged. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was received for evaluation connected to a partial y-set. Leak testing, clear passage testing, and clamp function testing were performed without issues noted. Visual inspection and microscopic inspection revealed that the dark blue connector was damaged and had markings on it. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.